Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding an update to h3. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no obvious deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). The root cause of the foreign matter remaining on the device could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested events are detectable and preventable by handling device in accordance with the following IFU. Instruction manual evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection describes the detection method. Instruction manual evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. Olympus will continue to monitor field performance for this device.